Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 10/24/2016- device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2016 with the following findings: during investigation, the battery compartment was cracked from the top to the cover. A leak test was performed and failed due to a leak in the audio bolus button. The pump was opened to find moisture on the audio bolus button contact, on the motor flex connector, and on the transceiver board.